Event description:
During tpn (total parenteral nutrition) infusion, baxter air-eliminating IV extension set filter began leaking from the hole in each of the two air vents on the white side of the filter. No harm to patient.====================== manufacturer response for IV filter, air-eliminating IV extension set======================they will provide the hospital with a return kit for the device.

Event description:
During tpn (total parenteral nutrition)infusion, baxter air-eliminating IV extension set filter began leaking from the hole in each of the two air vents on the white side of the filter. No harm to patient.====================== manufacturer response for IV filter, air-eliminating IV extension set======================they will provide the hospital with a return kit for the device.